Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered right before the lesion and the device was unable to cross. The device was removed and a non-bsc guide extension catheter was inserted. Before inserting the device back into the patient, it was noted that the distal edge of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported.